Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no faults were found during on-site inspection; all maintenance mode test parameters were normal and met factory specifications. The issue was determined to be due to operational error. No parts were replaced, and preventive maintenance tasks such as sealing interface greasing and dusting were completed.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection, the cs300 intra-aortic balloon pump (iabp) has an automatic inflation failure. There was no patient involvement.